Event description:
Caller reported a potential (B)(6) urine hcg results on one patient vs. Serum quantitative test. Patient had testing performed in the emergency room with a negative result. The result was questioned based on information from the patient that she was (B)(6) pregnant. A sample was tested again with a negative result (customer was not sure if this was a new sample or repeat testing of the same sample). At the time of the initial negative urine result, the lab collected a blood sample and ran serum on a urine/serum combo device hcg1100167 with a clearly (B)(6) result. The blood was sent out and testing was performed on the ortho vitros with a result of (B)(6).

Manufacturer narrative:
Investigation pending.